Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the analysis results found that the device was received with the black tissue pad detached and not returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. There were no "no uses remaining" alert screens displayed at any time during testing as reported. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A conclusion could be reached as to what caused this issue.

Event description:
It was reported that during an unknown procedure, a "no instrument uses remaining" screen was displayed by the generator. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.